Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were loose on the vessel. Another device was used to secure the vessel. There was no patient consequence.